Event description:
The physician was treating a large m1 occlusion and successfully aspirated with a psc041. The physician then decided to switch to the 032 system to aspirate smaller vessels. The catheter went in without any problems. When the physician tried to push the separator forward, he felt friction and hard resistance. He decided to pull back the whole system and noticed on the table that the separator was broken. He stopped aspiration and gave the tpa over a micro catheter. The vessels were opened and the pt was reported as well. This MDR is associated with MDR 3005168196-2010-00288.

Manufacturer narrative:
Technical evaluation: the separator fractured at the proximal end at 0.5cm from the coated section. Conclusion: the flat section of the catheter at 29cm likely caused the friction when the separator was introduced. The separator moved smoothly through the kinks with some resistance on the flat section before clearing the device entirely. Visual inspection of the separator at the break location showed that the separator wire was bent and compressed in a "u" shape and holds a permanent deformation. The separator may have been initially stuck at the flat section of the catheter and required more pressure to clear the flat. The separator likely broke when the physician manipulated the proximal taper zone outside the rhv, causing the separator to end and eventually to break. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is being filed as part of the remedial action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.